Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain at the implant site. The recipient's neurologist reportedly prescribed shots (type unknown).